Manufacturer narrative:
(B)(4).

Event description:
It was reported "inflating the balloon to secure placement balloon exploded. Foley changed 3 times, same issue occurred. ". Additional information states that the patient experienced "minimal bleeding" and that there were "no parts that remained in the patient". Please see associated mdrs #8040412-2025-00136, 8040412-2025-00137 & 8040412-2025-00130.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "inflating the balloon to secure placement balloon exploded. Foley changed 3 times, same issue occurred. ". Additional information states that the patient experienced "minimal bleeding" and that there were "no parts that remained in the patient". Associated mdrs # 8040412-2025-00136, 8040412-2025-00137 and 8040412-2025-00130.

Manufacturer narrative:
(B)(4) the reported complaint 'balloon exploded' could not be conformed upon investigation of the returned sample. The customer returned two representative samples from lot 40e24e3516 for analysis. The pouches remained sealed with no abnormalities observed. Both catheter balloons were inflated and deflated using 5 ml of water and functioned normally without damage, thus the complaint of balloon burst was unconfirmed. A review of the device history record revealed no related issues, and the devices were manufactured per release specifications. The IFU instructs to not over-inflate the balloons. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "inflating the balloon to secure placement balloon exploded. Foley changed 3 times, same issue occurred. ". Additional information states that the patient experienced "minimal bleeding" and that there were "no parts that remained in the patient". Please see assocaited mdrs #8040412-2025-00136, 8040412-2025-00137 & 8040412-2025-00130.